Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right ventricular lead unipolar pacing impedance was low and an alert was triggered. Follow-up with the physician's office revealed the patient was seen in the clinic about two weeks after the alert, and the impedance was within normal range so no reprogramming nor surgical intervention was done nor planned. The lead remains in use. No patient complications have been reported as a result of this event.